Event description:
The customer reported false positive results with the ID now covid-19 performed on an unknown date using an unknown sample. Pcr testing was performed generating a negative result. Although requested, no additional information regarding patient treatment or outcome, was provided.

Manufacturer narrative:
Additional information: date of event: date provided is an approximation date. Initial reporter name and address: the customer name was not provided. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.